Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> the complaint device was received and evaluated. Visual observation reveals that device was received without any physical damage but the tube set cap was received separately. As the device was not received in original packaging, it is unkown when the cap separated from the device. But, no misassembled components were noticed at cq. Thus, the reported complaint cannot be confirmed. A definitive root cause cannot be determined for the reported failure. An mre was reviewed for the finished device with part number 284504 and lot number 7002 and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals that device was received without any physical damage but the tube set cap was received separately. As the device was not received in original packaging, it is unknown when the cap separated from the device. But, no misassembled components were noticed at cq. Thus, the reported complaint cannot be confirmed. A definitive root cause cannot be determined for the reported failure. An mre was reviewed for the finished device with part number 284504 and lot number 7002 and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified.

Event description:
It was reported by the sales rep via phone that during an unknown surgical procedure, it was observed by the surgeon that the cap of the irrigation tubeset was not on the tubing but in the package. The surgeon did not want to use this device and completed the procedure with a same like device. No patient consequences or surgical delay reported. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the tube set cap was received separately. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.